Manufacturer narrative:
Correct reporting institution phone #:(B)(6). Correct reporter phone #: (B)(6).

Event description:
It was reported to philips that the device was unable to charge.

Manufacturer narrative:
The manufacturer's authorized asp evaluated the device and confirmed the reported problem. Upon conclusion of the evaluation, it was determined that this was a malfunction of the battery, which was replaced and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.